Manufacturer narrative:
Product complaint # (B)(4). The ip-02009077, srom 9/10 16x11x130 36 femoral stem, product code: 900532210, is not constructed of ceramic and did not fracture. The ceramic implant fracture was isolated to the ceramic acetabular liner product only. Additionally, the s-rom stem did not cause/contribute to the fracture of the ceramic liner, as it does not interact with the liner, nor does it assist in the maintenance of the liner's structural integrity.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that in 2016, the patient underwent an unknown surgery. On an unknown date, x-ray showed that the ceramic liner in question was damaged. Revision surgery is scheduled for may. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After the start of surgery, fine ceramic fragments were seen, and the ceramic liner was confirmed to be broken. The stem and head were not damaged, and there was no floating of the screw, which was initially thought to be the cause of the problem. Therefore, the cause of the breakage was unknown.